Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing battery site discomfort. To address the issue patient underwent surgical intervention and ipg was replaced with a smaller ipg thereby resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.